Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient uses tandem tslim in modified closed loop. At around 8am, the patient started getting sick while the cgm was 234 mg/dl and they did not have finger stick. They gave them a pen shot, novolog but still, it didn't make the patient feel better. At around 4pm the reporter said that that's the time they decided to bring the patient to the hospital. They test his sugar and it was over 500mgdl and the patient went to dka. This complaint does not describe the cgm or any behavior of the display device when the bg was 500 mg/dl. The last cgm described was 6 hours before this. They gave them fluids to keep him hydrated and insulin through IV. He was admitted and placed in ICU and when the patient got better, he stayed in the normal room. The patient was discharged after he stabilized. The patient was fine right now. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.